Event description:
The pt received an scs system which included two percutaneous leads. It was reported the pt was unable increase the amplitude of the stimulation past the point of perception. Reprogramming efforts were unsuccessful at resolving the issue. The pt underwent surgical intervention to address the issue. The physician decided to implant two additional lead. Stimulation was captured post-operative. The issue has been resolved.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.